Event description:
Manufacturer rep reported difficulties with recharging. The pt was receiving stimulation. The pt programmer was able to communicate with the neurostimulator. The hcp performed a revision and found the neurostimulator had flipped over. The device was repositioned correctly, and recharge ability was established.

Event description:
It was reported that when the device was originally implanted the doctor "placed it backwards" and the patient was unable to charge the device. It was stated that the patient had radiation therapy for prostate cancer and "the scan revealed that the device was implanted backwards". It was stated that placement was corrected on (B)(6) 2006. The device was reposition and flipped over to the correct side. The next day the patient was able to start charging "with issues". It was reported that at that time the patient had "just got his staples out" then was going back in to reposition the ins. It was reported that the health care provider "went for a whole month before surgery for repositioning of the ins" and told the patient that there was too much swelling. It was stated that the battery was "almost completely out of charge" which was due to the device being backwards, not the swelling.

Manufacturer narrative:
(B)(4).